Manufacturer narrative:
Concomitant medical products: product type: catheter. Product ID: 8596sc, lot#:, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 10-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 50 mg/ml at 2 4.978 mg/day via an implantable pump. On (B)(6) 2020 it was reported that during a regularly scheduled pump replacement surgery for eri (elective replacement indicator), the physician was unable to aspirate the catheter. The cause of the event was undetermined. The diagnostics and troubleshooting performed was attempted aspiration was unsuccessful. A pre-implant prime performed. The pump connector segment was prophylactically replaced during the surgery. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury.